Manufacturer narrative:
Unit received with bleeding glass on lcd board. Unit received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that pixels was leaking and bleeding on display screen. Customer reported that damage was due to insulin pump falling. Customer's blood glucose was 95 mg/dl. Customer was advised that insulin pump would need to be replaced.